Event description:
The customer reported 70 false negative results with the binaxnow¿ covid-19 antigen card performed between (B)(6) 2021 and (B)(6) 2021. This MFR. Report addresses patient results 2 of 70. The customer reported that the false negative rate was very low prior to (B)(6) 2021. The customer reported that the binaxnow¿ covid-19 antigen card and pcr were performed at the same time. In total 1562 binaxnow¿ covid-19 antigen card test were performed at the location; however, during the mentioned timeframe 259 binaxnow¿ covid-19 antigen card test yielded a positive result and 70 binaxnow¿ covid-19 antigen cards generated a negative result that was followed by a positive pcr confirmation test. (CT values not provided) in addition, the customer reported that a total of 1517 pcr confirmation test were performed at the location and during that time 329 pcr confirmation test generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously investigation. D4: lot 156305r UDI (B)(4), expiration date 24apr2022; lot 154026r UDI (B)(4), expiration date 21apr2022. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 156305r with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Retain testing was unable to be performed for kit lot 154026r as the lot was expired at the time of investigation. The manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lots: 156305r, 154026r; test base part number 195-430h / lots: 148004r, 147416a. The lots met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 156305r and 154026r showed that the complaint rate is (B)(4), respectively. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.